Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that falsely decreased hemoglobin (hgb) results were generated for patient samples tested on the cell-dyn sapphire analyzer. The following data was provided: sample 1 hgb 4.0 g/dl, expected hgb 13.0 g/dl (calculated from hematocrit); sample 2 hgb 6.5 g/dl, other instrument hgb 12.2 g/dl; sample 3 hgb 2.9 g/dl, other instrument hgb 9.9 g/dl; normal range : 12 - 14 g/dl. No adverse impact to patient management was reported.

Manufacturer narrative:
An abbott field service engineer (fse) visited the site and found broken caps around the hemoglobin (hgb) flowcell. The fse replaced 3 solenoids for hgb 242, 235, 237 and ran controls which recovered within specifications. Review of product historical data for any trends and all customer complaints received for this issue did not identify any adverse trends or abnormal complaint activity. It was concluded that no product deficiency was identified. Field service replaced parts and the issue was resolved.